Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2016 to the bilateral lower abdomen using coolmax applicator, on (B)(6) 2016 to the bilateral lower abdomen using coolmax applicator, on (B)(6) 2016 to the bilateral lower abdomen with a cooladvantage applicator coolcurve+ contour, on (B)(6) 2023 to the bilateral upper flanks/bra roll (back) with a cooladvantage applicator coolcore contour and to the bilateral lower anterior flanks/hips with a cooladvantage applicator coolcurve+ contour, on (B)(6) 2016 to the middle lower abdomen and to the bilateral lower abdomen with a cooladvantage applicator coolcurve+ contour on and on (B)(6) 2017 to the upper flanks/bra roll (back) with a coolcore contour who developed paradoxical hyperplasia after treatment.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2016 to the bilateral lower abdomen using coolmax applicator, on (B)(6) 2016 to the bilateral lower abdomen using coolmax applicator, on (B)(6) 2016 to the bilateral lower abdomen with a cooladvantage applicator coolcurve+ contour, on(B)(6) 2023 to the bilateral upper flanks/bra roll (back) with a cooladvantage applicator coolcore contour and to the bilateral lower anterior flanks/hips with a cooladvantage applicator coolcurve+ contour, on (B)(6) 2016 to the middle lower abdomen and to the bilateral lower abdomen with a cooladvantage applicator coolcurve+ contour on and on (B)(6) 2017 to the upper flanks/bra roll (back) with a coolcore contour who developed paradoxical hyperplasia after treatment.

Manufacturer narrative:
Phone number (e1) : (B)(6). Email address (e1) : (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.